Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg had migrated, and as result the patient was experiencing discomfort. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The reported observation of ipg migration could not be confirmed during electrical analysis. The root cause of the observation was not ascertained. The device was charged with no issues observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that the patient had multiple falls, causing the ipg to move. Also, surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.